Manufacturer narrative:
The device was received deployed. Investigation found the exposed portion of the soft cannula to be stretched and damaged. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Crystalized insulin and a hole were observed in the exposed portion of the soft cannula. The crystalized insulin occlusion was unable to be cleared from the fluid path. A leak test could not be performed due to the occluded fluid path. The timing and cause of the exposed soft cannula damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 25 and 36 hours when insulin began leaking. Additionally, the pod was tearing away from the adhesive backing. As treatment, a new pod was placed.